Manufacturer narrative:
The information related error alarm was updated and which was incorrect in initial report. The updated information has been provided with this report. (B)(4).

Event description:
The customer had a power failure detected alarm and not an open book image alarm.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 24 alarm due to constant critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 454 mg/dl at the time of incident. Customer reported that the insulin pump had critical pump error and insulin pump error. It was unknown that auto mode feature was active or not at the time of event. Customer treated with manual needle. The insulin pump will be returned for analysis.